Manufacturer narrative:
Concomitant medical products: product ID: 977d260, serial# (B)(4), product type: screening device. Product ID: 977d260, serial# (B)(4). Product type: screening device. Product ID: 97745, serial# (B)(4). Product type: programmer, patient. Additional review indicated the information in mfg report 244094162 (the report # for the file you closed) is related to this event. Any additional information regarding the event will be sent as a supplemental submission to this report. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It as reported that the cause of the issue was not determined. On (B)(6) 2019 the lead was straightened out and placed back in the wens. The issue was resolved. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_lead, serial#: unknown. Product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient with an external neurostimulator (ens). It was reported that there was an out of regulation (oor) message on the clinician tablet. The manufacturer representative thought that it would resolve in 24 hours, but it did not. The manufacturer representative met with the patient to address the oor, and all impedances and connectivity were good. The manufacturer representative repaired the controller and was able to go up on groups a and b, and the oor message went away. Just as the patient started to put their shirt back on, an oor message was observed on groups a and b. It was noted that group c was working fine. The device was set to 7 ¿ 8 ma, 200 us, and 1000 hz. The manufacturer representative reseated both leads and noted that electrode 7 looked bent. After reseating, no oor was present. No symptoms or complications were reported.